Event description:
During a gastric bypass sleeve procedure, after surgeon used the microline super atraumatic fenestrated grasper, bruising was noted on the bowel. Beyond these marks, there were no other issues noted and no harm to involved patient. Of note, the surgeon noted that this same situation occurred on a prior surgical procedure on (B)(6) 2023. This was a new product being used at the organization after having completed some trial cases without incident. Of note, the involved device, the renewxr handle, is an updated model released by microline in 2023.